Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 4196 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert tripped for oversensing on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.